Event description:
Customer reported receiving a "high reading" on her son's freestyle flash meter. She also reported changing his medications based on the meter's reading. He experienced the following symptoms: "dizziness and non-responsive (semi-conscious)". The mother took her son to the emergency room of the hinsdale hospital, where he was diagnosed with "severe hypoglycemia". It is unknown what treatment was rendered to ameliorate the customer's symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer returned meter. The complaint is under investigation and follow-up report will be filed once the investigation is completed.